Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed. Programming changes was made at the time of the device check. Patient was in good condition.